Event description:
Caller states during a correlation study, the following coaguchek s/lab results were obtained: pt 1: 4.9 inr/3.1 inr, pt 3: 4.1 inr/3.1 inr, pt 4: >8.0 inr/5.2 inr, pt 6: 2.4 inr/1.8 inr. Lab results were used for treatment decisions. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
No pt info provided for patients 1, 3, 4, and 6.

Event description:
Caller states during a correlation study the following coaguchek s/lab results were obtained: 3.9 inr/2.8 inr. Lab results were used for treatment decisions. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states during a correlation study the following coaguchek s/lab results were obtained: 3.4 inr/2.5 inr. Lab results were used for treatment decisions. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
No patient information provided for patients 1, 3, 4, and 6.

Manufacturer narrative:
No pt info provided for patients 1, 3, 4, and 6.